Event description:
At approx 2:00 pm the account obtained a negative result for hcg using a urine sample with the plus hcg combo kit. The 3-11 pm shift the same day obtained a positive result on the same urine sample using the plus hcg combo kit and a positive result on a serum sample for this pt. A quantitative hcg test was performed on the instrument for a result of 195 miu/ml. The reporter did not known if the urine was random or a first morning specimen. The result was reported out at 2:00 pm that day and the pt then had ivp and x-rays. The reporter is unable to provide add'l pt info. The reporter felt the event was caused by operator error since the tech that originally performed the test got a negative result repeated the test the next day with the same original urine sample and got a positive result. The reporter performed the test and also got a positive result. The same kit lot and urine sample was used throughout testing.